Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent a port placement procedure in the right chest wall using the powerport m.r.I. Isp via the internal jugular vein. Post the procedure on (B)(6) 2026, it was noted that blood could not be withdrawn, and radiographic examination further confirmed that the catheter had fractured. Additionally, it was reported that it could not be flushed. Reportedly, the port was removed. There was no reported patient injury.